Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 744f75 catheter with a monoject limited volume syringe and a contamination shield. The catheter tip was broken at the proximal end of the distal balloon bond. Part of the distal bond section was visible on the remaining catheter tip. Both the catheter tip and balloon latex from the break location were missing and not returned. No other visible damage was observed from the returned catheter. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "tip of the swan-ganz catheter was found broken" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. In this event, a section of the catheter balloon and the catheter tip were missing and not returned. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. It is common clinical practice to check device integrity before use of the catheter. When there are missing parts from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. In this complaint, the broken tip was found prior to use in the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that prior to use with the patient, the tip of a swan-ganz catheter was found broken; therefore, there was leakage. It was clarified that the broken tip was not separated from the rest of the catheter and there was no blood leakage reported. There was no allegation of patient injury. Patient demographics were not provided.